Manufacturer narrative:
The ge healthcare technician found that both of the inspiratory and expiratory flow sensors were open, and the unit has a leak of at least 15l o2. The inspiratory and expiratory flow sensors were replaced to fix the reported issue. Patient information currently unavailable.

Event description:
The hospital reported that the unit gave multiple alarms and had to be replaced during a case. The staff had to use ambu bag to continue to ventilation.